Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Suture breakage occurred at an unintended site during suturing. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Manufacturer narrative:
Pc-(B)(4). Date sent to FDA: 08/10/2022 h6 component code: g07002 ¿ device not returned this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: one empty winding former and a needle-suture piece of product code pdp493 were returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual inspection of the sample returned, it was observed that the end of the needle-suture piece was cut appears by a surgical instrument. Functional test was performed on the suture piece using a instron and the tensile force were above the minimum requirements. The manufacturing records couldn't be reviewed as the batch number is unknown. As part of quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 ¿g/m